Event description:
It was reported that the fowler could not be locked in the "up" position. No adverse consequence alleged.

Manufacturer narrative:
It is currently unknown if the device is available for evaluation. If the device is received and additional relevant information is received, a follow up MDR will be submitted.